Event description:
It was reported that the patient is experiencing chronic atrial fibrillation. It was consequently reported that the device battery may be depleting more rapidly than expected. The device was explanted and replaced due to eol (end of life). No patient complication have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that the patient is experiencing chronic atrial fibrillation. It was consequently reported that the device battery may be depleting more rapidly than expected. The device is still in use. No patient complication have been reported as a result of this event.

Event description:
It was reported that the patient is experiencing chronic atrial fibrillation. It was consequently reported that the device battery may be depleting more rapidly than expected. The device was explanted and replaced. No patient complication have been reported as a result of this event.